Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s new medication make the patient fall asleep during the day. It was reported that the patient had a revision on (B)(6) 2009 to move the stimulator because it was moving closer to the patient spine. The patient was concerned that the stimulator was not anchored correctly. It was noted that the stimulator was moved from the right hip to the belly. The patient believes it was still moving around in the belly. The patient believe that the movement was related to patient loosing and gaining weight due to medications patient was taking. It was also noted that the patient had other medical issues that were not related to the therapy. The patient needed a brain MRI and a scan for the patient heart. A follow-up report will be sent if additional information becomes available.